Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the right iliac artery there was deployment difficulty and the stent prematurely deployed. The vessel was tortuous and a contralateral approach was made to reach the lesion. The lesion measured (7.6 mm x 5.3cm). The product was prepped without difficulties. The details of the event are not clear at the time of this report and additional information to the account has been requested for clarification. It was reported that another smart stent was deployed to end procedure. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.